Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The physician decided to treat the patient without using a bifurcated stent graft, knowing that this was an off-label usage. It was reported that during final angiogram, a proximal type I endoleak was discovered on the 25x25x70 stent graft. The stent graft was post-dilated with a reliant balloon to resolve the endoleak, without success. The patient had significant common iliac artery disease, and there was concern that if a bifurcate were used in the diseased vessels, significant thrombosis may occur in those areas. After removing the patient from heparin, the endoleak resolved. No clinical sequelae were reported. The patient was discharged and is doing well.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; small proximal neck diameter. Implanting without a bifurcate, proximal neck diameter <(><<)> 19 mm. Conclusion: endoleak. Implanting without a bifurcate, proximal neck diameter <(><<)> 19 mm. Implanting without a bifurcate, proximal neck diameter <(><<)> 19 mm.